Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) case of atrial septal aneurysm (asa) with large accessory width of 8mm or more was confirmed using a sizing balloon using a 9f unknown talisman sheath. During procedure, it was noted that the right atrial disc was swelled into a mushroom shape and expanded when it was placed in the pfo. The physician pressed with the sheath, but it did not work. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The decision was made to remove the device and a new 25-18mm amplatzer talisman pfo occluder was chosen. During deployment, it was noted that asa could not be suppressed and there was a risk of dislodgement. A new 30mm amplatzer patent foramen ovale (pfo) occluder was chosen and pfo was successfully closed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity occurring during the off label use the device of was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use, the catheter-directed pfo closure device intended to close pfo in patients with a history of occult cerebral infarction (including confirmed cases of paradoxical cerebral embolism or transient ischemic attack (positive cases on head images such as diffusion-weighted imaging), in whom the presence of patent foramen ovale (pfo) was determined to be involved in the development of cerebral infarction, and is used to reduce the risk of recurrent cerebral infarction.